Event description:
Patient reported the physician decided to xray catheter as pump therapy had worked only marginally to reduce spasticity. The patient reported xray showed catheter had come out of the intrathecal space and is coiled behind the pump. Pt states she did not notice any increased spasticity or withdrawal symptoms. The patient is trying to decide whether to undergo revision as she is unsure if she was actually benefiting from pump.